Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter message issue occurred on (B)(6) 2017, at 08:05pm. The patient manages her diabetes with lantus and novolog insulin (doses self-adjusted) and the reporter could not confirm if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms as a result of the meter issue, however stated that due to the meter not working the patient visited the emergency room (ER) and at 08:25pm on (B)(6) 2017, she had her blood glucose tested on an ER meter which gave a result of ¿753mg/dl¿ and at 08:35pm the patient was treated with ¿an insulin drip with 250cc saline and 1000 units of insulin¿. During the call the cca noted that it was not the first time the product had been used and the patient had followed the correct testing procedure, using the correct test strips. The reporter did not have testing supplies available to walk through a retest. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.